Manufacturer narrative:
(B)(4). The customer reported the system power can't be turned on. A failure to power up could delay the delivery of therapy. No pt involvement was reported. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the system power can't be turned on. A failure to power up could delay the delivery of therapy. No pt involvement was reported.